Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set cannula bent event. The event occurred on the first day of insertion and the insertion site was at thigh. The blood glucose level of the patient at the time of event was 587mg/dl and the patient treated it with insulin pen. The current blood glucose value of the patient was 164 mg/dl. The patient was hospitalized for high blood glucose value of 587mg/dl and high ketones value of 5.7 on (B)(6) 2024. The patient was admitted for two days and was treated with intravenous insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.